Event description:
It was reported that, post paced t-wave oversensing was noted on the right ventricular (rv) channel of the device. Technical support was contacted and recommeded reprogramming. No intervention has been performed. The patient was stable.